Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised for an unknown reason. During the surgery, corrosion was noted.